Manufacturer narrative:
The certificate of compliance for the device met all physical and functional requirements. Visual inspection of the returned handpiece found no physical damage. A functional test was performed using a stellaris system. The handpiece data displayed tune count 592, on-tme 12085306 and average power 0. The handpiece tuned, primed and functioned as intended. In addition, processed water was run through the irrigation tube of the handpiece, and out onto a 0.45 micron filter. The water was then vacuumed of through the filter, in an attempt to trap any possible particles. Microscopic examination of the filter found several small dark colored specks, several fiber-like particles and some light colored particles that have the appearance of organic matter. No metallic looking slivers were found. In addition, a small plastic vial was returned with the handpiece. The vial contains an unknown fluid and particles floating around in the fluid. The fluid was poured onto a 0.45 micron filter. The water was then vacuumed of through the filter, in an attempt to trap any possible particles. Microscopic examination of the filter found several fiber-like particles and a couple of small dark colored specks. There is also a tan colored particle. The filter was sent to an external laboratory for analysis. The results state both filters were microscopically examined for particles with a reflective, metallic appearance. One metallic particle was observed. The metallic particle was removed and analyzed using an energy-dispersive spectrometer (eds) equipped scanning electron microscope (sem). Eds analysis indicated that the metallic particle consists primarily of titanium. Lesser concentrations of aluminum and vanadium were also detected. This is consistent with 6al4v titanium alloy. This investigation is ongoing.

Event description:
The user facility reported a piece of ''metal'' came out into the eye during procedure. The particulate was removed and surgery was completed. No patient injury reported.

Manufacturer narrative:
The bl3170 handpiece, the needle, and various instruments utilized during surgery are comprised of 6ai4v titanium. The handpiece evaluation did not detect any physical damage and with proper reprocessing by the customer the handpiece is not likely the source. A definitive source of this particulate was unable to be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. This investigation is complete.